Event description:
(B)(4). After getting essure in (B)(6) 2014, I had joint pain, bloating/looking pregnant, hair loss, fatigue, erratic periods, missed periods, pelvic pain and more. I had it removed (B)(6) 2015. The bloating gone, joint pain almost gone, fatigue improving, and most excitedly, my hair is starting to grow back.